Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case complete. I explain to customer what the error code 800-8000 relate to on 8015 units which is a software fault on the operating system conflicts with the software on the unit need to connect unit to asm software and try to reflash the software if flash fails retry again. If fails again then the logic board has went need to be replace. (B)(4). 8015 unit serial # (B)(4). Customer called in for help on 8015 unit has error code 800-8000 on unit. That error is a software fault error meaning the software on unit is corrupt will need to reflash the software on the unit. And if flash goes through it should fix the error but if flash fails then you have ca main board the logic. Has went out needs to be replace.